Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin pump alarmed compromised force sensor system. Customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer¿s other blood glucose level was 388 mg/dl and 380 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump and manual injection. Customer stated that the drive support cap was normal. Customer also stated that there was a crack on the other side and on the right side of the insulin pump as well as the dome sticker was missing. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime , excessive no delivery test or verify compromised force sensor system alarm due to broken or detached end cap. Device received with loose drive support disk.